Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation, the monitor was unable to connect to an electrode belt. The monitor's electrode belt connector was physically damaged and pushed into the monitor enclosure. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) indicating that the monitor was unable to complete incoming functionality testing.